Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties and contact force was displayed when the catheter was connected to the tactisys unit, with no error messages noted. The deformable body thermocouple (tc2) met specifications during electrical testing, but a short circuit between tc2 and the tip thermocouple (tct) was detected during initial testing. Corrosion was noted within the 19-pin redel connector, consistent with the short circuit detected. However, upon further testing, the short circuit was unable to be replicated. No leaks were detected within the catheter. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the corrosion in the redel connector and the reported contact force issue remains unknown.

Event description:
This report is to advise of an event observed during analysis confirming a short circuit of the catheter.